Event description:
The pump was returned for investigation. Investigation revealed there was contamination under the button contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Submitted: 11/19/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.